Event description:
It was reported that the 9900 system alarms and will not boot up when plugged into red outlet. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hospital or emergency power grid is out of range. The transformer was re-tapped adjusting the power during the service call. The system was tested and found to be working as intended and put back into service.